Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative of an open sigmoid resection and closure of vesicle fistula, the patient had a bowel leak. The patient was reoperated and clips were used to close the leak.